Event description:
Allergan aesthetics received a report of a patient treated submental on (B)(6) 2018 with coolsculpting coolmini developed paradoxical hyperplasia (ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated submental on (B)(6) 2018 with coolsculpting may have developed paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting to the submental area on 3nov and 14oct of 2018 and 9feb2019 using the cooladvantage coolmini system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Corrected / changed data: a6 b5 e1 e3 g2. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/2/2023. Clarification to b3 partial date of event: 2022 was provided.